Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. 510k is unknown. No information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions, without its original packaging. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. During the visual inspection, the sample was found to have a hole. During functional testing a leak was detected during the leak test. The most probable root cause was related to manufacturing process. A corrective and preventative action has been opened to determine the root cause of the issue. As a preventive action manufacturing personnel were notified as an awareness of the failure mode reported by the customer.

Event description:
It was reported that during a pre-use check on an anesthesia device, an air leak alarm occurred in the anesthesia circuit. No patient injury was reported.